Event description:
It was reported that the insulin pump alarmed no delivery during the bolus procedure following a recent infusion set change. The blood glucose reading was 156 mg/dl. No significant events leading to the alarm were observed. The customer stated that she performed a manual prime since the insulin pump asked her to rewind the device, after which she received a no delivery alarm. She stated that insulin did exit the tubing and that the insulin pump alarmed no delivery during the manual prime. She was advised that the alarm may have been caused by an infusion set or reservoir occlusion. The cause of the alarm could not be determined without a complete infusion set change. She was advised the change the infusion set as soon as possible, but she did not have any currently available. She advised that she would call back if the issue recurred. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.